Manufacturer narrative:
Updated complaint to si. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure this left ventricular (lv) lead exhibited high pacing thresholds, sensing issues and noise. The physician attempted to reposition the lead, but was unsuccessful. A different lv lead was implanted successfully. Besides -prolonged surgery, no adverse patient effects were reported.

Event description:
It was reported that during an implant procedure this left ventricular (lv) lead exhibited high pacing thresholds, sensing issues and noise. The physician attempted to reposition the lead, but was unsuccessful. A different lv lead was implanted successfully. Besides -prolonged surgery, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure this left ventricular (lv) lead exhibited high pacing thresholds, sensing issues and noise. The physician attempted to reposition the lead, but was unsuccessful. A different lv lead was implanted successfully. Besides -prolonged surgery, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to confirm the reported clinical observation of a lead fracture, and detailed analysis did not reveal any abnormalities.